Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1357m serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead fdd c62973 applies to the lead only fdds c62819, c62917, c62955 apply to the ins only fdc 92 applies to both ins and lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that her therapy stopped working. The patient stated that the therapy stopped helping her symptoms and actually made her symptoms worse. The patient reported that now in addition to the bowel incontinence she is also having urinary problems. The patient stated that she is not able to program and put a "check mark" in program 1, 2, or 4 and therefore the patient is worried that the leads might be broken. It was reviewed with the patient that the patient programmer (pp) would not show her if the leads were broken and that the patient can only activate 1 program at a time. During the call the patient was able to change to program 1 which was set at 0.0 and when the patient attempted to increase she encountered the "upper limit reached" screen. The patient changed to program 2 and was able to increase without difficulty. The patient also mentioned that she is a runner and she falls "a lot but she does not fall on her butt, she falls on the side." The patient stated that she noticed the device "shifted or something" because the patient could feel the lead running across the device and thinks that some of the leads might be broken. The patient stated that the loss of therapy and the device shifting both occurred about one month ago. The system was planned to be explanted on (B)(6) 2016. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.